Event description:
Reportedly, the programmer does not keep the current date and time after being switched off and unplugged.

Event description:
Reportedly, the programmer does not keep the current date and time after being switched off and unplugged.